Event description:
It was reported to that an endoplege balloon ruptured. Reportedly, dr (B)(6)anesthesiologist tested the balloon prior to insertion and it worked very well . The catheter stopped working once the case started. The patient was unharmed. When they removed the catheter at the end of the case they noted that the balloon had ruptured.

Manufacturer narrative:
Device evaluation: the device balloon was inflated with 2cc of colored water and visually there is delamination of the proximal balloon bond. Visually under 10x magnification there is a small spot on the proximal bond that has lifted from the butt joint. Water was introduced through the pressure and infusion lumens and the water flows from where it should. The device shaft was visually inspected and there is a kink between the 2 and 3cm markers, however this kink does not affect the way the device functions. There are no other defects detected with this device. A CAPA was opened for investigation into ep balloon bond delamination and is applicable to this event. The CAPA is currently in process. Trends will continue to be monitored on a monthly basis and if further action is required, appropriate investigation will be performed.

Manufacturer narrative:
A device history record review was completed for lot 751036b and this device met all specifications upon distribution. Device was returned will be evaluated.